Manufacturer narrative:
The account requested a replacement latch, latch spring and d-pin. Repairs have not been completed.

Event description:
Info rec'd indicates after releasing one of the head siderails the latch will not return to its position and therefore the siderail will not latch in the up position.